Event description:
It was reported that during a breast biopsy, the customer was using another device and when they tried to deploy the marker, the plunger impaled within the marker. They tried 2 more markers and had the same issue. They changed to a competitive marker and completed the case with no consequence to the patient.

Manufacturer narrative:
(B) (4): clear tip sheared at distal tip. Evaluation summary: the analysis results of the mrm4002 applier h found that it was received inserted and stuck through a competitor's device (atec suros surgical systems). During visual evaluation, the tip of the introducer tube was noted sheared off and the rod was bent. See attached pictures. No functional testing could be performed due to the condition found. In addition, complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional information. The batch record was reviewed and no anomalies were noted during the manufacturing process.